Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally the alleged touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the pump touch screen remained on following a bolus which resulted in the pump battery fully depleting and the pump shutting off. The customer's blood glucose ranged between 100-250mg/dl. Reportedly the customer continued to use the pump for insulin therapy.